Event description:
Event description guidant received information that the patient with this transvenous left ventricular pacing lead experienced diaphramatic stimulation. An invasive investigation revealed an insulation breached to the point that the conductor was exposed. The physician elected to replace the lead. ,